Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to patient injury. Device issue: balloon rupture. It was reported that the lesion was mildly tortuous, with moderate calcification, and concentric, with a 100% stenosis. Post-dilatation was done with a 4.0 x 15 mm voyager rx; however, a rupture was noted at the first inflation at 10 atm. The procedure was continued by using another company's device. No additional event or patient information is available.